Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse confirmed the lid was cracked and found the device displaying an e81 "the process cannot be properly controlled" error. The fse replaced the lid, label, and three port valve. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the lid of the endoscope reprocessor was cracked. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the initial reporter position and the results of the manufacturer's investigation. The customer provided the initial reporter's position on (B)(6) 2021. The following fields were updated with the initial reporter's position. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. A likely cause includes a hard object impacting the lid. The IFU contains the following statements that may help detect a cracked lid: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged". Olympus will continue to monitor the field performance of this device.